Event description:
The patient reported that she received an upgraded insulin infusion pump and programmed it without assistance from animas or her health care provider. She contacted animas customer technical support (cts) for review of the pump settings. The patient reported that the iob and the reminders are set to "off" when they should be "on" and the occlusion sensitivity settings is incorrect. The patient agreed to review the pump history and perform an air bolus to confirm accurate delivery; she confirmed that the history was accurate and the pump was delivering insulin. At the same time, the patient reported that on (B)(6) 2012, her blood glucose (bg) reading was 595mg/dl with emesis. The patient noted that she treated the bg elevation at home with fluids and insulin injections. She said that she resumed insulin pump therapy and that her bg readings have been within target (70mg/dl to 100mg/dl). The patient admitted that at the time of the excursion she had not paid attention to her eating and bolusing behaviors; she said, she did not treat the bg excursion when she first noticed it. This complaint is being reported because the patient claimed that she experienced bg excursion indicative of a serious diabetic injury and there is no conclusive evidence that incorrectly programmed pump settings may have contributed to the event.

Manufacturer narrative:
There has been no allegation that the pump malfunctioned. It is therefore, not expected for return at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.